Event description:
Anesthesiologist reports that the introducer needle in the spinal anesthesia kit does not allow for easy pass of spinal needle through it. Seems like there has been a change in manufacturing process. There is no bevel inside the hub of the introducer. This was not a substitute, it is the original product staff have been using. Per staff and anesthesia, it appears to be a specific lot#. Lot being pulled.